Manufacturer narrative:
Device evaluation summary: the ht70 ventilator was returned to medtronic for failure investigation. The unit was received to service with no accessories. The unit powered on and passed the power on self test (post). The unit was put through testing and was observed to have an abnormal bearing noise. Unit was put into ventilation using received settings. Loud noise was observed coming from pump (bearing issue). The pump locked up and ceased ventilation then broke free. When the pump locked up it displays a battery alarm. No device alert was triggered during breath delivery when pump ceased ventilation. When pump ceased ventilation display was showing green icon to trigger breath and no output was observed. The unit was forwarded to failure analysis for further investigation. The symptom of the pump emitting a loud noise was verified, but the symptom of the pump locking up without alarm could not be duplicated. The unit was allowed to ventilate for approximately 4 days on the incoming settings. Throughout the duration of ventilation, the pump made a loud chattering sound. The pump did not lock up during ventilation. The pump was replaced. Additionally the 2 year preventative maintenance parts, air intake filter, fan filter, emergency backup internal battery, coin battery, power pace and oxygen sensor were replaced. The ventilator passed all testing per manufacturer's specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator was unable to calibrate oxygen. There was no patient involvement with the reported event.